Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings on the device. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. Device has been explanted.